Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. Based on the provided medical records, the pt has significant comorbidities, including morbid obesity and diabetes. It was noted that on the day of the implant, a second procedure to reclose the wound had to be performed. We have contacted the initial reporter to obtain add'l info. It does not appear as though this mesh has been explanted. Additionally, no lot number has been provided. Therefore, no specific manufacturing review could be performed. Without add'l info, no conclusion can be drawn. Refer to MDR 1213643-2011-00541 for info regarding the kugel patch implanted on (B)(6) 2004.

Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2004 - repair of ventral incisional hernia with "large kugel patch". On (B)(6) 2005 - office visit: complaints of pain, swelling around umbilicus, no drainage. On (B)(6) 2005 - exploratory laparotomy, explant of kugel patch, repair of recurrent ventral incisional hernia with "extra large kugel patch." On (B)(6) 2005 - wound exploration and repeat closure. Pt was noted in both procedures to not have enough fascia to approximate over the mesh. On (B)(6) 2005 - (B)(6) 2005 - pt admitted for physical, occupational therapy. On (B)(6) 2006 - pt complains of pain on right side of abdomen. On (B)(6) 2007 - ER visit for abdominal pain. On (B)(6) 2007 - ER visit for bowel obstruction, resolved with conservative treatment by (B)(6) 2007.